Event description:
This suspect device case only, reported by a consumer, who contacted the company to report a product complaint, concerns a male of unk age and origin. The pt's medical history included diabetes. Concomitant medications were not reported. The pt received insulin lispro (humalog) via a reusable humapen memoir, dosing regimen not reported, for the treatment of diabetes, beginning on an unspecified date. The pt stated the pen was defective, he only saw part of the numbers in the electronic dose window. No adverse events were reported. This humalog report included a product complaint, suspect device lot number 0704c02, cid00607567/pcid519975 and expiration date not provided. It was not reported if the pt was a trained user. The pt purchased the pen on 19-may-2008 and used it once. The use of the pen was unk and it was not provided if the pen would not be returned. No further info will be requested. This is one of two reports concerning the same pt. Update 19jun08: upon internal review, removed drug product as case is nonvalid for drug. Also updated preliminary comments. No other changes made.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.